Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 gas was not flowing through two vasoview 6 pro short port btts. The hospital is confident that the tubing was connected properly to the device/short port btt. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question. Refer to MFR report #2242352-2013-01030 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no conformance recorded in the lot history. Internal file number - (B)(4).